Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting in the morning range from 100 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood tests performed during call fasting ((B)(6) 2015; 10:36am) with results of 328 mg/dl and 330mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 12/131/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: memory 1; 355mg/dl (B)(6) 2015 09:05:00am, memory 2; 355mg/dl, (B)(6) 2015 08:49:00am, memory 3; 377 (B)(6) 2015 09:40:00 am, memory 4; 504mg/dl (B)(6) 2015 09:39:00 am, memory 5; 149mg/dl (B)(6) 2015 08:296:00. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.